Event description:
Customer reportedly received results of 120 mg/dl and 400 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer did not return the test strips; replacement was sent.